Manufacturer narrative:
Investigation is currently underway at nihon kohden. A supplemental report will be filed.

Event description:
The customer reported that they could only see patient names on the sectors and could not see waveforms or parameter values on the remote network station (rns or remote monitoring system).

Manufacturer narrative:
The customer reported that they could only see patient names on the sectors and could not see waveforms or parameter values on the remote network station (rns or remote monitoring system). The device was never sent in for evaluation as the issue was identified as an installation problem. The customer was walked through the steps on how to properly install the device which resolved the issue. The above listed complaint is due to a customer configuration issue not a device malfunction. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. No further investigation is required. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.